Manufacturer narrative:
Stryker evaluated the device and was able to verify the issue. The system board was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue was a faulty systems board.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.